Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker¿s grade IV capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent breast augmentation revision with a 535cc mentor memorygel breast implant experienced left sided baker¿s grade IV capsular contracture post procedure. The capsular contracture was diagnosed by the patient symptoms. As a result, the doctor performed a capsulectomy and left implant replacement with another mentor gel on (B)(6) 2020.